Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated according to malfunction. Primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). The lot 6002835 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected at packing. All test results were within specifications. The following test was performed: visual inspection: (version.33) packaging area sampler for products packed in multivac machines- sampler book for products packed on m.doc batch review the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/9 sc1 meca was manufactured under system application product (sap) code 1728394 and manufacturing lot number 6002835 on 23-aug-2023 and (B)(4) final units in the machines 12 were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 21-apr-2024, it was reported that infusion set packaging was not sealed properly, misshaped, and sterile packaging was not intact. No further information available.